Event description:
On (B)(6) 2011, patient underwent invasive aortic valve replacement with 25 mm medtronic mosaic porcine heart valve, serial no. (B)(4), expiration date 03/24/2016. Early device (valve) failure. Invasive procedure required to remove device.